Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. Omsc was informed that during the procedure on (B)(6) 2010, the distal tip of the subject device fell off inside the patient. The user facility did not notice that the distal chip fell off when the procedure was completed. The reprocessing staff found that the distal tip of the subject device was broken on (B)(6) 2010. As it was unknown which procedure was associated with the breakage, the x-ray exam was performed with several patients by the user facility. The x-ray exam revealed that the distal tip fell off and remained in a patient who underwent laparoscopic cholecystectomy. The user facility determined not to retrieve the distal chip remained in the patient.